Event description:
It was reported that the rf telemetry connection was lost at the end of the implant procedure. Attempts to interrogate the device with a telemetry wand and another programmer were also unsuccessful. The device was explanted and replaced without adverse consequence to the patient.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. The premature battery depletion was caused by high current draw present in the hybrid due to internal arcing. The internal arcing was caused during high voltage charging by foreign material that became lodged between the battery and high voltage capacitors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.